Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a charge circuit timeout. The patient had been lost to follow-up, the device had indicated end of service (eos) about 17 months earlier, and the patient had received therapy due to ventricular tachycardia/ventricular fibrillation (vt/vf) episodes. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.